Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd882647 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was treated with unspecified antibiotics. The patient continued to experience peritonitis and was hospitalized on (B)(6) 2011. The cause of the peritonitis was not reported. Treatment during hospitalization was not reported. The patient was recovering and pd therapy was ongoing.the nurse stated that the event of peritonitis was not related to dianeal therapy. The nurse declined to provide further information. A search of (B)(6) for suspect products shipped within two months before the incident showed the following: (B)(4), lot number gd882647.